Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and pacing was not delivered when required. This rv lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.